Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_cath, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10 mg/ml; 0.5 mg/day via an implantable pump. Indication for use was unknown. The date of the event was sometime in between (B)(6) 2018 and (B)(6) 2018. It was reported the pump was implanted on (B)(6) 2018. On (B)(6) 2018 the hcp had contacted the representative reporting there was a potential cerebrospinal fluid leak. The patient¿s bandages were all soaked, and the patient had a headache. The representative went in on (B)(6) 2018 per hcp's request. The hcp had gone into the spinal segment, put extra sutures and a blood patch over the potential leak. A catheter dye study was done, and everything came back fine. The patient was doing fine now. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.